Event description:
It was reported that technical support requested a repair for a power module. There was an issue with the power cord connection.

Manufacturer narrative:
There was no patient involved in this event. The PMA# p160054 provided is associated with most recent approval. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the power module was alarming due to the power cord.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the power module (serial number: (B)(6)) alarming due to an issue with the power cord could not be confirmed. The power module was returned to the pleasanton service center for evaluation without its ac power cord. A test ac power cord was connected to the unit, and the spring retention was latched in without issue. The unit was connected to a test controller and mock circulatory loop and was allowed to run for several days; no atypical alarms were produced, and the system operated as intended. Preventative maintenance was performed, and the serviced power module was returned to the customer site ready for use. The root cause of the reported event could not be conclusively determined, as the issue was not reproduced in the unit¿s evaluation. Review of the device history record for the power module, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and quality assurance specifications. The heartmate power module instructions for use (IFU) (rev. B) instructs users to regularly inspect the power module, and to not use a power module that appears damaged. Heartmate iii instructions for use (rev. C) section 7 entitled ¿alarms and troubleshooting¿ provides information on how to handle all alarms that may be produced by the power module. Heartmate iii instructions for use (rev. C) section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook (rev. D) section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use. The heartmate 3 patient handbook (rev. D) cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.